Event description:
The patient was revised due an infection and a luxation on (B)(6) 2022. The implantation date was on (B)(6) 2022. A cup and a glenosphere were explanted. A new cup and a new glenosphere were implanted.

Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.